Event description:
It was reported that during the patient's ventricular tachycardia (vt) episode, the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy. The device was reprogrammed to turn off the t-wave discrimination feature. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935-65 lead, implanted: (B)(6) 2014. (B)(4).